Event description:
The complainant has reported, that a patient (age and gender unk) underwent a therapeutic ercp procedure for placement of a biliary stent. The flexima biliary stent was unable to be inserted into the scope due to a reported issue with the stent/guidewire fit. The stent was removed. The procedure was successfully completed with another of the same device along the same guidewire (jagwire). The patient did not sustain any reported complication or ill effect as a result of this issue.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.